Manufacturer narrative:
Additional manufacturer narrative: the device was not evaluated as it has not yet been received. However, the device history record review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. In this case, the explant was due to a pledgeted suture being pulled through the patient¿s fragile tissue causing bleeding. This caused the valve to be explanted in order to repair the bleed of already friable, fragile tissues and led to longer bypass and cross-clamp times which may have contributed to further surgical complications. Without return of the device for evaluation, we are unable to confirm the clinical comments provided by the health care provider or investigate into the root cause for explant of this device. However, it is possible that the patient¿s friable tissue contributed to the event. If new information is received, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that the 27mm aortic bioprosthetic valve was explanted at implant. The explanted device was replaced with a 25mm aortic bioprosthetic valve. Through obtained patient records, it was noted that the device was explanted due to a bleeding caused by a pledgeted suture that seemed to have pulled through patient¿s fragile tissue. The surgeon indicated that the extremely friable aortic tissue was likely due to the fact that the patient had a bicuspid aortic valve. The 27mm bioprosthetic valve had to be removed due to the bleeding. The annulus was re-encircled with pledgeted sutures, taking care to incorporate healthy tissue in the area where the suture had pulled through. The annulus was sized and it would accept a 25mm bioprosthetic valve. Again, the sutures were passed through the sewing ring of the 25mm bioprosthetic valve. The root bleeding was stopped, but the patient had bleeding along the dome of his left atrium which was over sewn. Given the friable nature of the aorta, the proximal ascending aorta was also replaced. Ultimately, after removal of the aortic cannula, a dissection emanating somewhere in the aortic arch was discovered. The surgeon indicated that this was likely caused by the aortic cannulation site. The patient continued to have profound coagulopathy and ongoing bleeding form his surgical site and expired in the operating room.